Event description:
The pt had reported on 10/08/2004 that her fasttake meter was not powering on when the test strip was inserted. She had gone a mo without testing and had visited her dr since she felt her blood glucose level was high. A lab test was done with a result of 162 mg/dl, which does not reflect any serious injury. It was verified during troubleshooting that she was using the correct test strips. She was asked to press the power button and the meter did not turn on. She was then asked to insert the test strip all the way into the test strip port, but the meter did not power on. Therefore, this issue was not resolved with troubleshooting. There is no further clinical info provided. This case is reported as a meter malfunction since the power issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.